Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted. The physician pulled back on the wire and the tip broke off in the middle of cardiac vein. This lead was never in service. No adverse patient effects were reported.